Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained from the rep. They reported that the patient initially reported the event to them. The patient had fractured their leg and failed to charge the ins for a while, which led to the ins becoming overdischarged. The rep performed three antenna locates (als), and then the patient was able to successfully recharge the ins. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain it was reported that in (B)(6) 2018, the patient fell and since the fall they had not been able to recharge the ins. The rep reported the ins was in over discharge. No symptoms were reported. The rep was scheduled to meet with the patient the week of (B)(6) 2018 to resolve the over discharge and to check the integrity of the implanted system. No further complications were reported or anticipated.